Event description:
It was reported that the colonovideoscope displayed a e315 error. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1 (initial reporter establishment name): (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image error e315, which returned to normal after replacing the u plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.